Event description:
During the surgery, it was found that the device had loosened form its packing position and was not contained within the silicon component. They opened another device and the same condition was present.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2012-00243.